Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user reported that insulin pump was under delivering. They also reported that were not able to see screen. No harm requiring medical intervention was reported. The devices will not be return for further analysis.